Manufacturer narrative:
The t:slim g4 pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridges were filled with over 300 units of insulin. The customer reported a blood glucose (bg) level of 273 mg/dl. A correction bolus was delivered to address bg level. The customer successfully reloaded the cartridge and received an accurate fill estimate.